Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The reported "downstream occlusion" alarm was confirmed through the event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent. The I/o pcb was replaced.

Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "downstream occlusion" alarm was identified in the event history log. There was no pt injury or medical intervention required since this item was found during eval of the device. No additional information is available.